Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports the uvc leaked 2cm just below the molded strain relief on the extension. Betadine was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handel the catheter during insertion and was not difficult to secure. The uvc was secured with steristrips. The uvc was inserted (B)(6) 2014 in the umbilical artery for continuous use. Ns with heparin 1 unit/ml with a 5ml syringe was used to flush the line. Alcohol was used to clean the device. The catheter tubing was cleaned as well. The uvc was removed on (B)(6) 2014 and was not replaced. The status of the pt is critical.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.